Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Received via medwatch report number (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during sodium acetate therapy in the medical oncology. The patient required sodium acetate to alkalize urine and the infusion was set to 150ml/hr. The pump beeped infusion complete and there was still 700ml of fluid in the bag. Upon further investigation it was observed that the pump was recording that the fluids were running, but bag was not actually dripping. The patient did not receive the medication for about 10 hours. The patient had an acidic urine but no permanent harm done. No additional information is available.